Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a "misuse message" and there was a "syringe lever alarm". The pcu and modules reportedly shut off. There was patient involvement and no harm. Although requested, no additional information or clarification has been provided.

Manufacturer narrative:
Omit: b17: device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report on the shutdown of the suspected devices could not be confirmed thorough a log review or replicated during testing. The suspected pcu and syringe module passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The suspected pcu and syringe module passed the power cycler test. Pcu 8015, s/n: (B)(6) and syringe module 8110, s/n: (B)(6). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. A review of the logs of both suspicious devices was performed and no records of errors, alarms or malfunctions were found on the day reported by the facility (on (B)(6) 2025). On (B)(6) 2025, is the only date recorded when the suspected devices were connected. No infusion was carried out, but there was a log download. The alaris system user manual (v9) states within inspection requirements to ensure the bd alaristm system is in good operating condition through the visual inspection before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the pcu and syringe module shutting down could not be determined during the investigation. The device underwent thorough laboratory testing, and the issue could not be replicated after extensive testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a "misuse message" and there was a "syringe lever alarm". The pcu and modules reportedly shut off. There was patient involvement and no harm. Although requested, no additional information or clarification has been provided.